Event description:
Based on the info obtained from the customer, an elevated accu tnl result was generated by an access instrument and the result was reported out of the lab. The elevated accu tnl result was 16.9 mg/l. The physician questioned the elevated accu tnl test result and the sample was retested. The repeated accu tnl result was 0.06 mg/l. The return result was reported out of the lab. The customer indicated that there was no change to the pt treatment that can be attributed to this event.